Manufacturer narrative:
Date of event: (B)(6). Date of report: 25aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported issue, found error code 3125 (exhalation flow accuracy failed) in the device history report. The fse replaced the exhalation flow sensor to resolve the reported problem. The unit passed the required test of the performance verification successful. Unit is ready for clinical use. The flow sensor was returned to the manufacturer for failure analysis. During testing, no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported extended self testing (est) failed during the oxygen delivery test. There was no patient involvement.